Event description:
Additional information: it was stated that the pump had malfunctioned and an imaging showed the fracture in the catheter, reported previously. It was added that the free portion of the catheter was floating freely in the subarachnoid space. "After entering the fascia, one dissection was used and the old catheter was identified. Its tunnel portion was also dissected out to the anchor that was located closer to the patient's flank. This was then removed. All of the subcutaneous portions of the catheter were removed. The remaining piece was inside subarachnoid space. The decision was made not to pursue that and leave in place; a new catheter was then implanted".

Event description:
Additional information: it was later reported that the patient had experienced increased spasticity. It was indicated that the patient was on oral baclofen 10mg 2 tabs tid (three times/day) as of (B)(6) 2012. It was not clear if a rotor study had been done. Per the reporter the event was device related. The catheter was reported to be fractured in the back of the intrathecal space; the pump and catheter were replaced. There was no patient injury reported; recovered without sequela (B)(6) 2012. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8703w, lot#l42928, implanted: (B)(6) 1997, explanted: unk. (B)(4).

Manufacturer narrative:
Catheter: explanted: 2012 (B)(6). (B)(4). Analysis of the pump revealed pump motor feed thru anomaly. Analysis of the catheter revealed no significant anomaly; catheter miscellaneous acceptable testing; catheter incomplete/returned in segments.

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. Multiple resets occurred as well as low battery reset. The pump is in safe state. Additional information has been requested but was not available at the time of this report.